Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova self-expanding stent system with a 0.035 guidewire stuck in the device. Visual examination revealed that the handle is open, the inner liner is separated 3mm from the clip, and a kink to the proximal inner 5cm from the proximal end of the proximal inner. The retainer is also separated from the rack. The stent was deployed and did not return for analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
Reportable based on the product analysis completed on march 15, 2022. It was reported that the delivery system was stuck on the guidewire. After a 6x150x130 innova stent was deployed, it was noted "wire came out when pulling the applicator out'". No patient complications were reported. However, the returned product analysis revealed that the handle of the delivery system is open, suggesting alternative methods beyond normal delivery techniques were used to deploy the stent.